Event description:
It was reported to philips that the xl+ defibrillator is defective. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the philips heartstart xl+ defibrillator stating that it is defective. There was reportedly no patient impact or injury. Philips field service engineer (fse) conducted an evaluation of the device onsite and determined that the malfunction was caused by a faulty battery. The battery was replaced, and the device was restored to full functionality. The device remains at the customer's site. No further action is warranted at this time.